Manufacturer narrative:
Trackwise (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z suction pod is not holding properly. They tried multiple times to fix but not holding properly. Then completed the procedure with the new one.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000260491 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z suction pod is not holding properly. They tried multiple times to fix but not holding properly. Then completed the procedure with the new one. No procedural delay. No harm/patient effects.